Manufacturer narrative:
The medium-large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not hold the clip or open properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.035¿ offset at the tips. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. Additional observation(s) found related to the primary failure states that the clip applier instrument failed clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument was unable to retain clip through engagement due to grips bent outward. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.